Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during an implant procedure, the lead failed to be inserted into the implantable neurostimulator (ins). The ins was replaced a different ins and the issue was resolved. There was no issue with the patient. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found there was difficulty encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. The tip of the strain relief had been cut off. The setscrew was also backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.